Event description:
Home pt's (hp) son reported hp "disconnected" in bed during apd treatment. Son reportedly re-connected pt and continued with therapy. Hcp states she was not informed of incident it occurred and therefore, no medical treatment was performed. Per hcp, no pt injury resulted. When hcp followed up with hp's son, he denied incident occurred. No further detail available.